Event description:
IV tubing was primed and hung. After the start of the infusion of medication, the rn noted medication leaking out of the ports of the tubing. The most leakage was coming from the port closet to the pt connection. IV tubing discarded and medication rehung. No harm to the pt.